Event description:
Sex: unk. Procedure: lap gastric bypass. According to the reporter: the needle broke on one device. The broken section fell into the surgical site and was retrieved without adverse extension of the incision or surgery time. A 2nd device was used and was not holding the needle.

Manufacturer narrative:
Initial report sent to FDA on 11/6/2007. Device eval has begun, but is not completed.